Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on (B)(6) 2012 at approximately 12pm, she tested on the subject device at approximately 12pm and observed blood glucose results of "323 mg/dl." The patient reportedly manages her diabetes with novolog insulin and in response to the alleged high result; she administered 6u of novolog at 12pm. Approximately 1 hour after testing, the patient claimed she developed symptoms of "shaking and sweating." She tested in another device at approximately 1 pm (contour) and reportedly observed a value of "297mg/dl." It is not known what form of treatment, if any, the patient received in response to her symptoms. It would have been helpful to know if the patient associated the symptoms to high blood glucose or low blood glucose. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure. The samples were obtained from the same approved site. Replacement product was sent to the patient. Although the subject meter result was consistent with the result obtained on another device, this complaint is being reported because the patient reportedly administered insulin in response to the high reading obtained on the subject device and as a result, developed symptoms suggestive of hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.